Manufacturer narrative:
Additional information has been requested. The device remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following implant of this bioprosthetic valve (implant duration unknown), this valve was replaced valve-in-valve with a transcatheter valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.